Event description:
Customer reported, when attaching a syringe to the smartsite valve, it broke apart. The white piece is now attached to the syringe. No pt harm. No further pt/event info was available.

Manufacturer narrative:
(B)(4). The product was received. Investigation is not complete. A f/u report will be submitted with any new relevant info.